Event description:
It was reported that, an 840 ventilator had a flashing gui display when turned on. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter pcb¿s were upgraded and the latest version of the operational software was installed. The unit passed all testing and operated within the manufacturing specifications.